Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# v329593, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# v329593, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 15-jul-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-jul-2014, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-jul-2014, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 15-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient came into the emergency room with multiple skin infections. It is unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics/troubleshooting for the infections were done. Interventions/actions taken to resolve the issue included the surgeon explanting the full system. The issue is reported to be resolved. The patient had an infected incision on the chest where the battery was located. After further inspection the surgeon found infected sites on the scalp on the varies incision sites. Surgeon decided to do a full explant. The devices were discarded. No further complications were reported or anticipated with this event.